Manufacturer narrative:
(B)(4). We checked mfg and quality control records including the leak test regarding the same lot, but we could not find any abnormality in our mfg line and quality control records. In our production process, leak test is made for all the products, and only the products that passed the leak test are shipped.

Event description:
Four blood leaks occurred with one pt at the start of hemodialysis treatment (2 leaks on (B)(6) 2004, 2 leaks on (B)(6) 2004). All dialyzers were at initial use. Blood loss of each incident was 250cc. The pt was well and no medical treatments were given.